Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.23 on a pt. Sample collection: (B)(6) 2011, 15:45 sample a collection; (B)(6) 2011 17:23 sample b collection. I-stat, (B)(6) 2011 16:14 0.23 ng/ml (sample a); (B)(6) 2011 16:43 0.02 ng/ml (sample a); (B)(6) 2011 17:26 0.01 ng/ml (sample b). Centaur (lab), (B)(6) 2011 20:34 <0.006 ng/ml; (B)(6) 2011 04:20 <0.006 ng/ml. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).